Event description:
It was reported that the physician had multiple issues with the burr hole caps. It was noted that as a result, a different manufacturer¿s caps were used.

Event description:
After further review it was noted that the "issues" were reported in manufacturer report #'s 3007566237-2013-02002 and 3007566237-2012-02038.

Manufacturer narrative:
Product ID: 924256, product type: accessory. Product ID: 924256, product type: accessory. (B)(4).